Event description:
During an elective device exchange procedure, the set screws in the header of the device could not be loosen to disconnect the right atrial (ra) lead. The physician had to remove the plastic material around the set screw in order to loosen the screws and disconnect the ra lead from the device. The device was then successfully explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of a failure to disconnect was confirmed. As-received, the device was at eri. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, and battery assessment indicate normal device characteristics. Analysis of the header found punch-out pieces of the atrial septum inside the setscrew. The punch-out pieces of atrial septum prevent the torque wrench from being fully inserted into the setscrew. This will then cause the setscrew being stripped out and hard to be loosen. This is what the physician experienced in the field. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.